Event description:
It was reported that the implantable cardiac monitor icm had missing ECG/iegms. No intervention was performed. The icm was explanted due to an upgrade. The patient was in stable condition.